Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired. The cause of death was reported to be ventricular fibrillation (vf). It was reported that the heart did not twitch during the autopsy, causing the medical examiner to suspect a defect with the pacemaker. It was also reported that a ventricular episode occurred.